Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from back-to-back blood test results of 167 and 91 mg/dl am fasting. The customer stated her expected am fasting blood glucose test result range is 104-107 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/31//2027 and per the customer the open vial date is 03/18/2026. The meter memory was not reviewed for previous test result history.